Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message that was unable to be cleared. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Please note that an initial assessment of reportability was conducted within required timeframes. The initial assessment was prior to the date of the MDR policy ((B)(6) 2012). This MDR is submitted per the revised policy. The autopulse platform in complaint was returned to zoll on (B)(6) 2012 for investigation. Investigation results as follows: during investigation, no visual damages were observed. The reported complaint of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message was confirmed through review of the archive data. The reported complaint could not be reproduced during functional testing. A run-in test with a large resuscitation test fixture (lrtf) was performed with several fully charged batteries and no faults or errors were observed. Load cell characterization test was performed which confirmed that both load cell modules were nominal. Furthermore, the probable cause for the reported ua 7 is device and/or object movement during operation.